Manufacturer narrative:
The reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced keypad for won't turn on. As found sw 9.33. As left ver 9.33. Tested preventive maintenance. Based on the findings, service determined that the probable root cause of the reported issue was due to the electrical failure of the keypad-stuck key. A review of the device history record showed the device had a manufacture date of 11nov2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device would not turn on. There was no patient involvement.

Manufacturer narrative:
Additional information: h7, h9.

Event description:
It was reported that the device would not turn on. There was no patient involvement.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device would not turn on. There was no patient involvement.